Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if additional information pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that the device activated on its own. The device was not on tissue at the time this occurred. There was no pt injury.